Event description:
It was reported that the patient presented to the hospital for scheduled implant procedure. Post-procedure, remote transmissions revealed false pause episodes due to under-sensing. After erasing the episode from the device, it was still incorrectly transmitted remotely. No intervention was performed. No patient consequences were reported.